Event description:
The company was advised that during the implant of the mitroflow valve, the surgeon had difficulty removing the holder from the device and that a suture used to secure the holder to the valve frayed. This resulted in the need to examine the device to ensure that no suture fragments were present. It was also noted that the "suture that holds the valve to the valve housing was at one time prolene" and that the suture in this instance was a braided suture. On the field experience report form, it was indicated that the surgeon was reporting this as a potential adverse event; however ,the valve was implanted and it was indicated that the pt had a normal recovery.

Manufacturer narrative:
Evaluation: a review of the device history record was completed. Results code: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality assurance at sorin group (B)(4)., mitroflow division. The results confirmed that this valve satisfied all material, visual, and performance standards required for a size 19 mitroflow aortic pericardial heart valve at the time of manufacture and release, including holder application inspection. The suture used to attach the holder to the mitroflow valve is a green 4-0 braided polyester suture, which has been used since the mitroflow valve was introduced in 1982. A prolene suture has never been used in the manufacture of the mitroflow valve. The current valve and holder configuration was introduced in 02/2004. (B)(4)